Manufacturer narrative:
H2: see updated codes. There is no malfunction regarding the ins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Further review of this MDR showed that there was no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Despite inpatient hospitalization taking place, this scenario does not necessitate medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The patient¿s condition can be reversed through replacing the external recharger, or in this event specifically by cleaning the recharger connector, and does not require a medical or surgical procedure to preclude permanent impairment of a body function or permanent damage to a body structure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. It was reported that the rep reviewed the follow-up call they had with the patient on (B)(6) 2024, and during this call the patient verbally stated that they cleaned the "leads" of the recharger and reconnected to the intellis device. The rep concluded that the patient cleaned the connector of the recharger and connected to the ins battery. The ins did not reach end of life, but it required recharging. The device was now functioning without any problems.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that there is not a replacement set. The patient states that no intervention to replace the implanted was taken. Patient states that all of a sudden he cleaned the communicator facing the his intellis device and he was able to get a connection. The issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the battery was at end of life. Additional information was received from the manufacturer representative (rep) via a patient implanted with an implantable neurostimulator (ins). Patient reported their back region is in extreme pain, and neuropathy in their back. Patient reported they attempted to recharge the ins battery using their belt and recharger, and the device failed to charge. Patient reported they had their belt on from 6:30 am to 3:30 pm and it didn't charge at all. Patient reported that they are currently hospitalized and taking prescription medication provided to them by the doctors. Patient reports they were told by their manufacturer representative (rep) that they will be receiving a new implanted device. Patient stated their rep will be visiting the hospital. The cause of the battery being at end of life was not determined. Rep reported it was unknown what actions would be taken to resolve the issue; rep would provide a follow-up with patient. It was unknown if the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# unknown product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient mentioned they were scheduled to have another ins battery replacement surgery on the (B)(6). Patient reported the ins used to hold a charge for 3-4 weeks, but now it would only last 4-5 days, and reprogramming had not helped the issue. Patient also noted the charge for the ins would get stuck at 30% and takes hours to get to 90%. Agent reviewed battery longevity information. Patient noted they ran at 24/7 and didn't turn stim off, so they thought that could be the reason why the charge didn't last as long. The issue was not resolved. Patient reported for over the last 6-12 months to a year or more, they had developed intense occipital pain on the left side of their head, which caused them to have massive headaches. Patient stated they had been through botox, steroid blocks, nerve block injections, epidurals, physical therapy, and everything, but the pain persisted. Patient's pathologist wanted to find out if it was possible that their leads migrated, since the pain was on the left side, which was the side the patient's leads/implants were on. Patient stated their stimulator was designed for neuropathy and radiculopathy on their left side for their arm, neck, and back. Patient stated they were told in the past they had developed scar tissue around their leads, so they couldn't be removed, so they weren't sure how the leads would migrate if they were essentially stuck in scar tissue. Patient had been dealing with their headaches for over a year. Agent reviewed information and redirected patient to their healthcare provider to further address the issue.